Event description:
It was reported that 3 bd precisionglide¿ needles were found with foreign contaminates in them, with "ink or mold" inside the packaging of one, a "fabric strand" in another, and a contaminate in the top of the hub of another. The following information was provided by the initial reporter: "contamination within sealed packaging" "the batch for these is 9304160 and expiry 2024-10.

Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-27 h.6. Investigation summary seven photos and three actual samples were received by our quality team for evaluation. All three actual samples were subjected to inspection for foreign matter. In the 1st actual sample, it was observed that there was loose black foreign matter in the needle hub. For the 2nd actual sample, it was observed that there was several loose black particle-like foreign matter in the package. For the 3rd actual sample, it was observed that there was one loose black fiber-like foreign matter on the outer surface of the shield. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. All three samples were sent for fourier transform infrared spectroscopy (ftir) analysis based on the ftir results for the 1st sample, the foreign matter in the needle hub matches reasonably with polypropylene. The foreign matter was observed located near to the hub collar. The assembly process was reviewed. The needle hub is seated firmly on the racking until it was discharged into the good part bin. It is likely the foreign matter could have been transferred from the environment during product handling or 4 hourly housekeeping. Based on the ftir results for the 2nd sample, the black particle-like foreign matter in the package had no good match available in the library, but indicates similar peaks with that of silicone. The packaging process was reviewed. As there was no good match in the library, based on hypothesis, it is likely that the unit package trimmed parts were not absorbed by the suction hose; causing it to go through one cycle where it touches the dirt / foreign matter and lubricant on the gripper chain, and eventually transporting the dirt / foreign matter to the unit blister filled with product before going to the sealing process. The suction hose had been checked and no abnormality was detected. Based on the ftir results of the 3rd sample, the black fiber-like foreign matter on the outer surface of the shield matches reasonably with cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton, and similar materials are also composed of cellulose. The assembly process was reviewed. The assembly processes are in an enclosed machine. There is no black paper, wood and cotton near the vicinity of the assembly machine and theses materials are not used in the assembly process. The foreign matter could have been transferred from the environment during product handling. Root cause cannot be established. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd precisionglide¿ needles were found with foreign contaminates in them, with "ink or mold" inside the packaging of one, a "fabric strand" in another, and a contaminate in the top of the hub of another. The following information was provided by the initial reporter: "contamination within sealed packaging" "the batch for these is 9304160 and expiry 2024-10. The first five images are of the first needle found: this was discovered with some kind of either ink or mould-type contaminant inside the packaging. Following this we visually inspected all other needles of this batch and found the remaining two ¿ as can be seen from the last two images, one has a fabric stand while the other has a contaminant in the top of the hub of the needle."